Event description:
It was reported that a leakage by the welding of an accusol container was observed. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13f15g71 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. The long peel seal was activated and the clampex connector was not activated. The corner of the larger chamber was cut to allow release of the solution prior to shipping. A leak analysis was performed on the unit. It was noted that a tear was observed located on the long peel seal of the apex on the print side of the sheeting. The report problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted